Event description:
It was reported during a scheduled catheter exchange, it was noted under fluoroscopy, this drainage catheter had fractured and the distal portion of the catheter remained in the patient. No attempts were made to retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. The detached catheter segment has been passed by normal peristalsis and the patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. The company's follow up revealed this catheter was in place for approximately 3 months. User technique and/or patient anatomy may have contributed to this event, however company is unable to determine the exact cause for this event. The company's directions for use state: "this catheter should be evaluated by the physician on or before 90 days post-placement."